Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and was found loose/tilted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump received with scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 198 mg/dl. Customer does not recall any events that would cause the motor error alarm; sometimes the insulin pump is dropped. The insulin pump will be replaced. Nothing further reported.